Event description:
It was reported that the liquid crystal display (lcd) on the external pulse generator (epg) indicated an error message. The biomedical engineer removed and replaced the battery and powered on the device with no issues. The device was tested and there was no issue. The caller replicated the issue by powering on the device and pressing the key at the same time. The epg was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).